Event description:
A 28 mm diameter x 16 mm x 13.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Aneurysm morphology is unknown. It was reported that the patient had moderatel calcification and moderate tortuosity. An introducer sheath was used to insert the device through the pt's vasculature. It was reported that the physician was unable to advance the stent graft delivery system to the intended location. The stent graft delivery system was removed from the patient and a dilator was used to dilate the artery. The device was re-inserted in the patient multiple times; however, it could not be advanced to the intended location. Upon removable of the introducer sheath an evulsion of the iliac artery occurred. The physician elected to surgically convert to a conventional open repair of the abdominal aoritic aneurysm. No additional sequelae were reported and the patient is stable. The delivery system was discarded.